Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring at the knit line. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, missing o-ring (reservoir tube), missing display window/cover, partially broken retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, retainer knit line damage, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Partially broken retainer ring was confirmed during visual inspection. Moisture damage was noted found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cracked in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and found damage near the battery side. No harm requiring medical intervention was reported. Mmt-1781k was returned for analysis.